Event description:
It was reported that the patient had unknown sling implanted on an unknown date. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted due to unspecified reasons. No patient complications were reported.

Manufacturer narrative:
Corrected data: as the sling was not a boston scientific sling, this event was determined to not meet the criteria for a reportable event.

Event description:
It was reported that the patient had unknown sling implanted on an unknown date. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted due to unspecified reasons. No patient complications were reported. Additional information received indicated the unknown sling was not a boston scientific sling.